Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0519663v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0519663v, implanted: (B)(6) 2005, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0519663v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3387-40, lot# j0519663v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since implant the deep brain stimulator had not helped. The device had caused the patient a lot of problems and headaches. The lead wire was pulled too tight. The patient wanted to have the device explanted. It was noted that the patient had the issues since implant but the issues had gotten worse over the past few months prior to the date of this report. The patient had said from day one the implant had never worked. Over the past two months prior to the date of this report the patient¿s eye had started hurting very bad on the left side. The patient had an appointment on (B)(6) 2014. Reference manufacturer¿s report number: 3004209178-2014-07093.

Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0519663v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0519663v, implanted: (B)(6) 2005, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0519663v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3387-40, lot# j0519663v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was later reported that the wires on the side of her head stick out, pinch and shock/zap her. The patient thought stimulation caused her eyes to hurt and caused her headaches. It was noted that it made her right side heavy and her left foot turn in. This had been happening since implant. The patient had initially had turned the implantable neurostimulator (ins) off for a MRI and left therapy off and thought the ins was off but when their healthcare professional had checked the ins with the clinician programmer it said stimulation was on while the patient programmer showed stimulation was off. This was 4 months prior to the date of this report when the patient had met their healthcare professional and stimulation was on, the patient wanted stimulation off but the healthcare professional had said to leave stimulation on. On (B)(6) 2015 the patient had an MRI, 2 healthcare professionals turned stimulation off and back on. The reason for the MRI was to verify ins location. The patient was elderly and having a hard time. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.